Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. There were no patient consequences.

Manufacturer narrative:
The device was returned due to advisory safety. As received, the device was in elective replacement indicator(eri). Final analysis did not identify any anomalies.